Event description:
A home patient¿s daughter reported a homechoice cassette that had a hole in it which caused fluid to leak out during priming. The hole was caused by the plastic sheeting not being firmly attached to the cassette. The customer could not recall the lot number of the product and had discarded the sample. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august